Event description:
It was reported that the patient had an unrelated procedure. During the procedure, the right atrial lead was suspected to have been damaged by diathermy. The lead began to exhibit high capture threshold. The patient presented on (B)(6) 2018 for lead revision procedure and the lead was capped and replaced. The patient was stable post procedure.